Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedure of a total abdominal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological process to treat stress urinary incontinence and cystocele and a sling was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, dyspareunia, dysuria, hematuria and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced frequency, nocturia, leakage, unable to hold urine, and urgency.